Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, mildly tortuous, 100% stenosed distal circumflex. After deployment of the 3.5x12 mm xience prime stent the distal end of the stent had one stent strut that was slightly flared and malapposed. Additional dilatation was performed with a 2.75 mm non-compliant balloon to complete the case. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.